Event description:
Boston scientific received information that the right atrial (ra) lead exhibited increased threshold measurements, noise and high out of range impedance measurements of 2750 ohms. A lead fracture was suspected, no x-ray or fluoroscopy image was obtained. Subsequently a revision procedure was performed where the ra lead was tested with a pacing system analyzer (psa) which yielded the same high out of range pacing impedance measurements. During the revision procedure the physician experienced difficulty removing the ra lead and the tip separated from the rest of the lead. Attempts at removing the tip were unsuccessful, thus one to two centimeters of the ra lead remains implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Visual inspection of the lead noted that the lead was returned in three segments: a terminal segment measuring 105 mm, a conductor coil only segment measuring 38 mm, and a distal segment containing the anode electrode ring measuring 505 mm in length. Visual inspection noted cuts in the insulation and blood and body fluid in the lead lumen. There was a separation between the insulation and proximal end of the anode electrode ring and the anode and cathode conductor coils were found to be extremely stretched in this area. The cathode conductor coil had been pulled to the point of a fracture and the lead tip had become separated. The tip segment was not returned. Stretching of the distal section of the lead was also observed, likely due to the explant procedure. The electrode tip had been pulled out of the distal end of the lead body. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding (B)(4) pounds. Boston scientific has completed detailed testing to identify the most significant design aspects related to the strength of the fineline ii distal tip bond. Results from this testing were used to redesign and improve the bond strength, and a corrective action has been approved and implemented. The field allegation of high out of range pacing impedance measurements, high thresholds and pacing inhibition were unable to be confirmed as the returned segments of the lead were electrically continuous.